Manufacturer narrative:
Device 2 of 3. (B)(6). Affiliation: dragon pharm based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported there was foreign body found on the dressing. The dressing was not used on the patient. Photos depicting the reported complaint issue were provided by the complainant.